Event description:
It was reported when using the bd vacutainer® no additive (z) tubes, rubber stopper pieces from the tubes clogged the instrument needle piercer. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Additionally, incident lot # was unable to be determined. Therefore, review of device history record and retention testing could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint was unable to be confirmed for coring. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown lot number. D.4: medical device expiration date: unknown. H.4: device manufacture date: unknown. H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes, rubber stopper pieces from the tubes clogged the instrument needle piercer. There was no report of patient impact.